Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator prematurely resulting from long charge times. It was reported that the patient has recently undergone MRI therapy. New information indicates that this ICD emitted tones as a result of the eri declaration. The beep on eri function of the device was programmed off.